Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission episodes noted that the right ventricular lead exhibited noise oversensing. No intervention was performed; the lead will continue to be monitored. The patient was in stable condition.